Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Details of surgery: primary stability not achieved and sinus augmentation. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Details of surgery: primary stability not achieved and sinus augmentation. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Details of surgery: primary stability not achieved. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.